Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 8p07-32 has a similar product distributed in the us, list number 8p07-21/-31.

Event description:
The customer observed (B)(6) alinity I hiv ag/ab combo results for one sample. The following data was provided: (B)(6)2021, sid (B)(4): initial result = (B)(6), repeats on (B)(6)2021 = (B)(6), (B)(6), (B)(6), elisa confirmatory =(B)(6). No impact to patient management was reported.

Event description:
The customer observed false nonreactive alinity I hiv ag/ab combo results for one sample. The following data was provided: 02oct2021, sid (B)(6): initial result = 1.21 s/co, repeats on 04oct2021 = 0.874 s/co (tube), 0.721 s/co (plasma), 0.599 s/co (serum), elisa confirmatory = positive no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for false nonreactive alinity I hiv ag/ab results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Additionally, in-house sensitivity testing was completed. Return testing was not completed as returns were not available. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot 28162be00 and the complaint issue. In-house testing of a retained reagent kit of the complaint lot was performed, showing that the lot generates the expected results. Furthermore, the controls (5 replicates of each positive control) gave reproduceable results with normal variance. In addition, the clinical sensitivity of the lot was evaluated by testing two commercially available seroconversion panels (zeptometrix hiv 9013 and hiv 9016). The seroconversion panel results were compared to architect hiv test results provided by zeptometrix. The lot detected the same bleeds as reactive for the seroconversion panels. Based on these data it was shown that the sensitivity performance of the complaint lot is not adversely affected. Note: alinity I hiv ag/ab combo and architect hiv ag/ab combo share the same bulk reagents. Labeling was reviewed and sufficiently addresses the customer's issue. Based on our investigation, no systemic issue or deficiency with the alinity I hiv ag/ab combo reagent for lot 28162be00 was identified.